Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery during basal delivery. The customer's blood glucose was 250 mg/dl. The customer stated that she had already changed the infusion set and reservoir as well as the location of the insertion site. The customer was unable to successfully perform a fixed prime and stated that the insulin pump alarmed no delivery after 1.5 units of insulin. The customer was advised that replacement infusion set and reservoirs would be sent. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.